Event description:
Wire guide was being utilized during a nephrostomy procedure. The wire guide separated and segment was stuck in kidney. Pt was taken to surgery the following day and the segment was removed.